Event description:
The customer reported that she has experienced low blood glucose levels, and felt that the insulin pump was delivering more insulin than it should. The reported blood glucose reading at the time of the call was 46 mg/dl. The customer's blood glucose reading was 26 mg/dl the day before. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals matched up with the delivery totals. Advised that the insulin pump would be replaced as a courtesy. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.